Event description:
It was reported that body fluids were noted inside the the lead insulation. The physician stated that the lead was not -visually sound- and decided to explant it. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.